Event description:
(B)(4) clinical study. It was reported that post coronary stent treatment procedure, angina occurred. In (B)(6) 2008, a 3.50 x 24mm taxus express 2 stent was implanted in the patient's distal right coronary artery. In (B)(6) 2010, the patient developed angina pectoris. Target vessel revascularization was performed and the event was considered resolved.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that clinical status assessment in (B)(6) 2008 indicated the patient's qualifying condition as unstable angina pectoris (braunwald class iib). Left ventricular ejection fraction was 62% and timi flow grade was 2 at the pre-index procedure. A 99% restenosed lesion was 20.0 mm long with a reference vessel diameter of 3.50 mm and was treated with pre-dilatation and deployment of a 3.50x24 mm taxus express 2 stent. Post-dilatation, residual stenosis was 25% and timi flow grade improved from 2 to 3 through the procedure. A liberte stent was also deployed in the proximal right coronary artery ca). The patient was discharged on plavix and bayaspirin with no complications. In (B)(6) 2010, symptoms of angina (stress test positive, stable angina pectoris) were observed and pci to the distal rca was performed in may 2010. The 75% stenosed lesion was located in the distal rca. The lesion was 35.0 mm long with reference vessel diameter of 3.80 mm and treated with an unknown cutting balloon. Residual stenosis was 25% and timi-3 remained unchanged throughout the procedure. The event was considered resolved and the patient was discharged the same day.

Manufacturer narrative:
Date of birth: (B)(6) 1949. (B)(4).